Event description:
It was reported that the balloon burst. A ranger sl was selected for use in the percutaneous transluminal angioplasty procedure to treat the patient's peripheral arterial occlusive disease. The target lesion was located in the popliteal artery and anterior tibial artery (ata) and was reported to be 85% stenosed with moderate calcification and a complex curvature. The lesion was predilated using a sterling balloon. The ranger sl was advanced to the target lesion and inflated twice to 4 bar (3.95 atm). On the second inflation, the front portion of the balloon burst. The device was removed without issue and replaced with another ranger sl in order to complete the procedure. There were no adverse consequences reported for the patient.

Manufacturer narrative:
D4 - lot number: the lot number was updated from 02282h22 to 01722h22 based on further information received. Device analysis: returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear to the balloon 97mm from the tip that was approximately 19mm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a longitudinal tear in the balloon.

Event description:
It was reported that the balloon burst. A ranger sl was selected for use in the percutaneous transluminal angioplasty procedure to treat the patient's peripheral arterial occlusive disease. The target lesion was located in the popliteal artery and anterior tibial artery (ata) and was reported to be 85% stenosed with moderate calcification and a complex curvature. The lesion was predilated using a sterling balloon. The ranger sl was advanced to the target lesion and inflated twice to 4 bar (3.95 atm). On the second inflation, the front portion of the balloon burst. The device was removed without issue and replaced with another ranger sl in order to complete the procedure. There were no adverse consequences reported for the patient.